Event description:
Approx two weeks after the valve was implanted, the pt presented with complications seemingly associated with failed valve. The valve was checked and found not to be working. There were no visible occlusions. Valve seemed to be overdraining.